Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 22-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10mg at 5mg) via an implantable pump for spinal pain and other chronic/intractable pain. It was reported that the patient presented for their normal end of life pump replacement and during the procedure the catheter was found to be severed at the connection site to the pump. A new pump segment was implanted and the issue was resolved. There were no external factors that led to the event and no diagnostics/troubleshooting were performed. The patient's weight and medical history were asked but unknown. The patient's status at the time of the event was alive - no injury.